Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. A field service engineer inspected the unit and found the auxiliary matrix drawer 2 u link broken, removed the drawer, replaced the plunger, reinstalled the drawer, and ran a full diagnostic. The customer confirmed successful recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user tried opening the drawer 2 to deliver patient specific medications but it made a clicking noise as it wanted to open but did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.